Event description:
My son is type 1 diabetic and wears the dexcom g7 cgm. We have lots of technology issues on a consistent basis, however this particular sensor which was inserted on (B)(6) 2025 has been lagging with readings - 7 sometimes 8 to 10 minutes (readings come every 5 minutes with a properly working sensor) - readings have also been wildly inaccurate- sometimes 150 points off. His sensor is connected to his omnipod, which delivers insulin based on those readings. Last night after a baseball game, his bg was 198 confirmed with finger stick. We corrected with insulin. On dexcom, his readings continued to soar into the high 200s and at bedtime was 272. He went to bed and shortly after, fell 74 pts at one reading (pretty much impossible to fall that hard in one 5 minute period unless the dexcom is wildly inaccurate.) All that time he was supposedly in the high 200s, his omnipod was delivering max basal and with a 122 bg verified by finger stick, he had 0.9 units on board - a lot for him, especially at bedtime. We treated with 2 glucose tabs to head off a low, but still, he went low. We continued to poke him for the next 2-3 hours overnight & treated a very persistent low blood sugar (at one check he was 35!) Until he had zero insulin on board and finally rose and stayed above 70. In all, it took 3 glucose tabs, one juice box, and 6 ounces of chocolate milk and 1.5 hours of suspended insulin. Now we have a very tired 10-year-old who is off to play in a soccer tournament and two very exhausted parents. This is not a one time occurrence. We switched recently from dexcom g6 to the g7, and although we had many issues over the years with g6, it seems the g7 is plagued with them. We had 2-3 of our first sensors work ok & we crossed our fingers and knocked on wood with hopes that would continue, but no such luck. When you rely on a product to keep your child alive, one that is connected to a medical device that also relies on that product to deliver life giving & life-threatening medication, you expect that it will work properly, while also understanding that technology is not infallible. It's a terribly tough balance for a child and his caregivers and we deserve a device that works more often than not.